Manufacturer narrative:
Doi:10.1227/neu.0000000000000887 the lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. There is limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. (B)(4).

Event description:
Medtronic (covidien) received information from literature review that the following adverse events occured post pipeline procedures: one patient presented 6 weeks after embolization with monocular blindness. In this patient the ophthalmic artery (oa) had been covered by 2 pipeline devices and was found to be completely occluded on the follow-up angiogram. One patient experienced hemorrhagic (post-ped intraparenchymal hemorrhage) one patient experienced ischemic event (aside from the symptomatic oa occlusion discussed above),. In this article, the authors presented the result of a study of patency of the oa after coverage with the pipeline embolization device. The authors concluded that treatment of internal carotid artery aneurysms with the ped preserves the patency of the oa in most cases. The occlusion of the oa in the few cases where it occurs is usually a clinically irrelevant event. Minimizing the number of peds across the oa is crucial to preserve its patency. Citation: chalouhi n, daou b, kung d, et al. Fate of the ophthalmic artery after treatment with the pipeline embolization device. Neurosurgery. 2015 jul 4.